Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: the device was returned to olympus for evaluation. Inspection found no little purple rubber pieces. However, a borescope check found tear marks inside the channel. Additionally, the device evaluation found the control knob was loose, the distal end plastic cover was dented, the objective lens had minor surface scratches not affecting the image, the light guide lens was discolored/had old glue, the insertion tube had minor dents and scratches, the control body and scope connector had a customer label, the leak check passed, and there was reduced angulation of the insertion tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while reprocessing the gastrointestinal videoscope, a brush was passed through the working channel of the subject device once and little purple rubber pieces were coming out. The issue was found during reprocessing and there was no patient involvement. There were no reports of patient harm associated with this event.